Event description:
Affiliate reported that the tubing and the connecter fell apart at the 3 way connecter. Concern is that csf leakage in the system may lead to cerebral infections.

Manufacturer narrative:
Upon completion of the investigation it was noted that the tubing has detached from the connector. The needless port and tubing were examined under microscope at appropriate magnification: glue traces were found on and around the inside of the needless port and on the tubing. Although it is not possible to determine the exact root cause for the detachment, it might be possible that the tubing has been pulled causing the disconnected condition, but this could not be determined. The current quality inspection for these assemblies is established at 100% for leaks and blockages. Review of the history device records confirmed the valve conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.